Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they're scheduled to have the ins removed because they've had so much pain; pt added that they felt like there's something burning inside. Pt wanted the manufacturer to cover the out-of-pocket medical expenses. Pt was redirected to their healthcare insurance however, pt confirmed that the expenses will not be covered by their healthcare insurance. Pt then requested to speak to the upper management or to legal dept. Agent provided information and pt mentioned that they don't have a legal advisor and that they'll be representing themself. Agent provided the number however, pt mentioned that that's the same number that they dialed and there's no option for legal dept. Pt then requested to speak to the upper management. Agent informed the pt that an email will be sent for a supervisor callback. Pt accepted. During the call, pt mentioned that the pain started a year ago, january and happened again twice last june and again in october, the pain was very excruciating when it happens. Pt mentioned that they first talked to a manufacturer representative (rep) probably last year and added that the rep made adjustments on the settings and the therapy worked but the pain came back. Agent sent email to patient relations and did a callback to pt, left a voice message to inform pt that the request for a callback had been forwarded to patient relations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Devices were returned to manufacturer.

Manufacturer narrative:
H3: product:97715, s/n:(B)(6), was returned. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Product:977c265, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that a weld was corroded at the distal end of the lead. Analysis also identified that the #2 and #3 conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they are not sure if the issue was resolved. The device was returned. The patient stated that from the start of the implant of the device, the battery area has always been painful. Four times over the two years of wearing the device, it has gone wacky and sent burning and shocking excruciating pain into the patient's back lasting 24-48 hours. The patient would turn off the charger, and it seems once the charge in the battery wore off, that pain would go away. They were always reluctant to turn it back on, but call the manufacturer representative (rep) and would reset it and it would be okay for a while, until it would repeat the same pain. This past june it happened again and they never charged the device again. Recently the same pain came back, even with the battery not charged, always starting where the battery was implanted. That's when the patient made the decision to remove the device. No such pain has occurred since, but it has only been two weeks since the removal.